Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a scratched lcd lens screen. Customer problem regarding delivery accuracy was unable to be duplicated; running three accuracy tests, the pump was found to be within manufacturing specifications. No problems were found with the fluid delivery of the pump. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical pump overinfused, patient was to receive 2000ml / 12hrs (utilized ramp up / ramp down). Reservoir volume 2100ml. Bag ran dry. No adverse patient effects were reported.